Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that he felt stim at beginning of evaluation. He was not able to switch to the left lead and there was setting not available message on the programmer. Patient stated he did not receive therapeutic benefit and loss of stimulation and unable to get back. The issue was not resolved at time of the report. The patient status was noted as alive, no injury. At about three weeks later, additional information received from healthcare provider (hcp) reported that during stage one in hcp¿s office and it was noticed that the percutaneous lead migrated out. The cause of lead migration was not known. No interventions or actions were taken because the trial was ended. The patient was scheduled for implant on (B)(6) 2017.